Event description:
It was reported that vancomycin was administered as ordered via piggy back. The medication was programmed into the pump module and 20 minutes later was found to be all infused. The medication/IV line set-up and pump programming was reviewed by two charge nurses and had "appeared to be correct". The patient was monitored for reaction to the rapid infusion of medication but no reaction was noted. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that vancomycin was administered as ordered via piggy back. The medication was programmed into the pump module and 20 minutes later was found to be all infused. The medication/IV line set-up and pump programming was reviewed by two charge nurses and had "appeared to be correct". The patient was monitored for reaction to the rapid infusion of medication but no reaction was noted. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex a, c, d codes.

Event description:
It was reported that vancomycin was administered as ordered via piggy back. The medication was programmed into the pump module and 20 minutes later was found to be all infused. The medication/IV line set-up and pump programming was reviewed by two charge nurses and had "appeared to be correct". The patient was monitored for reaction to the rapid infusion of medication but no reaction was noted. There was patient involvement but no harm.